Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound image of the ultrasound videoscope was missing during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunction was due to factors that could not be reproduced. The phenomenon reported by the customer was not observed during testing, and the results did not allow us to identify the cause of the occurrence should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.